Event description:
In may 2006 a vaxcel pasv PICC was therapeuticaly implanted in a pt. On may 18 2006 the device was found to have developed a hole that was located at the junction of the suture wing and the catheter. A replacement device was successfully implanted in the pt. There was no adverse affect on the pt as a result of the reported problem